Event description:
The service repair technician reported that during routine testing of the device at the service center, the main bearing had leaked oil. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint was confirmed. The leaked oil did not affect operation, as it is just a trace of oil that has just started leaking. The bearing will be replaced as a precaution. No additional action will be taken at this time.